Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an impact on the left side of his head over the implant in early (B)(6) 2020. Hearing performance with the device is now affected. Before the trauma the user's hearing with the device was very good and speech perception scores were approximating 100% for sentences.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had an impact on the left side of his head over the implant in early (B)(6) 2020. Hearing performance with the device is now affected. Before the trauma the user's hearing with the device was very good and speech perception scores were approximating 100% for sentences.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had an impact on the left side of his head over the implant in early on (B)(6) 2020. Hearing performance with the device was affected. Before the trauma the user's hearing with the device was very good and speech perception scores were approximating 100% for sentences. There have been no changes to the user's health or medication. The user was re-implanted on (B)(6) 2020.